Event description:
On (B)(6) 2011, pt reported the up and down arrow buttons on the infusion device are not working. Pt stated both of the buttons are not responding. Pt reported his blood glucose level has been elevated because he has not been able to bolus and is just receiving his basal rates. Pt stated he noticed the issue when he was attempting to bolus for the last couple of days. Pt reported the buttons pop back out. Pt reported his blood glucose level was above 600 mg/dl yesterday. Pt stated he treated himself by giving an insulin shot. Pt reported he would use the shots vs. Setting up the backup infusion device. Pt's normal blood glucose range is 200-220 mg/dl. Pt stated he is back to normal now that he is taking insulin shots and wearing his infusion device for the basal rates. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.